Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2019 with the following findings: during investigation, moisture damage was observed behind the display lens. A call service 069 alarm was reproduced at power up. The pump was unable to recover from the call service 069 alarm after reboot. A leak was found in the missing audio bolus button. The pump was opened pump and moisture damage was found to the internal components s of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .